Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause classification of user preference issue. (B)(4). Product not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2006. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 5 mm. The lesion length was 18 mm with 75% stenosis measured by (B)(4). Thrombus, dissection, pseudo aneurysm or ulceration was not present. The target vessel was non-tortuous with 1+ calcium present. Cerebral protection was not used during the procedure. A 7mm diameter by 40 mm long carotid monorail was delivered and successfully placed at the intended site. Pta was performed using a non bsc balloon catheter. Heart rhythm stimulant and atropine 0.6mg was administered during the procedure. The procedure was technically successful. Residual stenosis was estimated at 0-29%. Post-procedure the stent was found to be patent with a residual stenosis of 0%. The patient was asymptomatic with no complication <24hrs after the procedure. One month follow up visit in (B)(6) 2006 and six month follow up visit in (B)(6) 2006 the stent was patent with 0% residual stenosis. The patient was asymptomatic with no complications since last visit. Twelve month follow up visit in (B)(6) 2007 the stent was patent, % of residual stenosis not reported. The patient was asymptomatic. Complications were reported in (B)(6) 2006, restenosis occurred since the last visit and lesion was re-stented in (B)(6) 2006.